Event description:
During an unrelated procedure, the right atrial (ra) lead could not be inserted into the device header. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.